Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. UDI #: no UDI because this device is not sold in the USA.

Event description:
The customer reported the device is constantly getting restarted. There was no reported adverse patient impact.

Event description:
The customer reported that the device is constantly getting restarted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.